Event description:
It was reported that the ilet user received a low glucose alert while eating a meal and indicated the meal announcement likely overestimated carbohydrates, consistent with an incorrect meal size. Symptoms included hypoglycemia with a nadir of 69 mg/dl and dizziness. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem related to incorrect meal size. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.